Event description:
It was reported that revision surgery was performed due to pain, which began 3 months after implantation. Exploratory surgery was reportedly performed in (B)(6) 2008, during which fluid was noted around the hip. Revision surgery took placed in (B)(6) 2009.